Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, the reported event was unable to be duplicated. The system performed as intended. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the guidance system was sent to the first trajectory and the trajectory appeared inaccurate. An accuracy check was performed using a planar passive probe, which indicated the system was approximately 1mm off. An additional snapshot was performed to verify and correct the trajectory, after which the trajectory appeared accurate. No patient complications have been reported as a result of this event.